Manufacturer narrative:
Ipg required more frequent charging. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Event date is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was replaced on (B)(6) 2020 due to an increased recharge burden.